Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the expiration date for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * was there any deficiency with the device? Please provide additional details. Nw5087 ¿ suture detached from the needle during the surgery. Were there any patient consequences? No, there as not any consequences reported. Can you identify the lot number of the product that was used? Nw5087 ¿ v3015 * please perform and document the follow-up attempt for product return this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Suture detached from the needle during the surgery. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One needle and one suture outside the foil packet were received for analysis. Product code nw5087p. During the visual inspection of the needle, the swage area was noted with marks at the edge by a surgical instrument. The hole was noted with a suture piece. In addition, the suture was examined and the end was found to be cut and crushed probably caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.